Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was showing error compromised force sensor system alarm and does not recognize the new reservoir. It was also reported that the customer was unable to get out of the "ready to fill" and when pressing the act for fixed filling the pump does not recognize the plunger. The troubleshooting was performed and it was reported that the customer was unable to clear the insulin pump alarms. The customer had discontinued to use the device and the insulin pump will be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
On october 17, 2022 the customer returned insulin pump for an alleged insulin pump error alarm. Insulin pump passed the displacement test and rewind test. However, device received with insulin pump error alarm during the basic occlusion test. Unable to perform prime/insulin pump error test, excessive no delivery test and occlusion test due to insulin pump error alarm. Insulin pump history download using thds was successful. Insulin pump error confirmed was shown on down load report was on " october 17, 2022 22:14:04 alarm #33 - alrm_broken_force_sensor - broken force sensor detected. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, broken belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, device received with motor error alarm during the basic occlusion test due to loose/protruded support disk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.